Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the protector of the video cable section is cut, the fiber bonding in the outer tube area (distal end) is damaged and the cover glass of the insertion section is cracked. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video telescope exhibited the protector of the video cable section is cut, the fiber bonding in the outer tube area (distal end) is damaged and the cover glass of the insertion section is cracked. There was no patient involvement.